Manufacturer narrative:
Internal complaint reference (B)(4). H11: event description updated.

Event description:
It was reported that during a repair of the meniscal root, the healicoil knotless anchors failed. After rotating the orange handle of the device, the anchor began to enter the bone, and the device fractured inside the patient, all the pieces were removed with a kelly clamp. The procedure was completed using a s+n back up device, no void was left in the patient. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the two devices were returned together and not with any original packaging. Device one, the distal anchor, distal plug, and proximal anchor were not returned. The insertion device has no visible defects. Device two, the distal plug has been deployed and seated into the distal anchor. Neither show a defect. The proximal anchor is on the insertion tool but its lower section is broken and missing threads. The insertion device has no visible defects. Both devices have bio debris present. A functional evaluation, of each device. Showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. Based on the condition of the returned anchor found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A material assessment could not be performed for the second anchor due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that can contribute to the reported event include an application of improper/excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a repair of the meniscal root, a healicoil knotless anchor failed, after rotating the orange handle of the device, the anchor began to enter the bone, and the device fractured. The procedure was completed using a s+n back up device. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).